Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery (bd) printed circuit board (pcb) and the keyboard. The se performed extended self-testing on the device and all tests passed

Event description:
It was reported that, an 840 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.